Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedances greater than 125 ohms in the triad configuration during the implant procedure. All other configurations returned an impedance value of less than 125 ohms. Commanded shocks were performed at 1.1 joules which returned a value of 38 ohms and ventricular fibrillation (vf) induction at 21 joules which returned a value of 43 ohms. No adverse patient effects were reported. This product remains implanted.

Manufacturer narrative:
(B)(4). The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Subsequently, boston scientific received information that this patient's monitoring system detected a red alert (high shock lead impedance) in (B)(4) 2014. The local representative was notified and the information was reviewed by the clinic. The physician has elected to continue monitoring the performance of the system.

Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) if the (B)(4) 2014 red alert was sent out. Ts confirmed that the red alert for high rv shock impedance (greater than 200 ohms) was reported and was reviewed /dismissed by a member of the clinic staff. Ts was informed that the patient was last seen in (B)(6) 2014 and was not seen for an in-clinic device check after that date. The patient is usually seen annually. Ts discussed concerns with the out-of-range shock impedances. Additionally, ts suggested that a chest xray should be taken to assess the device/lead system and a reprogramming check of each shock configuration. Boston scientific received information from the local representative that the physician does not plan to make any changes to this device and lead system.